Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by customer that during use of intra aortic balloon had a fiber optic module failure.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1 (event site address, site state).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d1, d4(version or model #, catalog #, exp. Date, unique identifier (UDI) #), d9, g3, g4, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood was found on the exterior of the iab and between the catheter and sheath. Three kinks were observed on the catheter tubing approximately 76cm, 73.4cm and 58.4cm from iab tip. The optical fiber was found to be broken within a sever catheter kink approximately 58.4cm from the iab tip. Classification was observed on the balloon membrane. The three-way stopcock was also returned. The reported failure was confirmed by the evaluation. The fiber optic break was found in the same place as a sever catheter tubing kink, which could have caused the failure. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint record ID # (B)(4).